Event description:
A zoll pt service representative (psr) called zoll customer support to report that a (B)(6) female pt's electrode belt would not complete a baseline. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) has been confirmed. Upon investigation the j7 wire inside ECG d was broken from the ECG d printed circuit board, which caused the failure to baseline. The root cause for the broken wire could not be positively identified. No adverse event resulted from the broken wire in ECG d. The pt received a replacement monitor.